Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: "respirator was in stand-by mode for over 100 hours (counts only to 99,99). After turning it off and move to the next room for a maintanance it could not start the system, only blue screen. Vu was starting normally with different monitor. "